Event description:
A report was received that the patient was experiencing high impedances. X-rays confirmed lead migration. The physician performed a lead revision in which the ipg and lead were replaced. No malfunction was suspected with the ipg. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110 serial # (B)(4) description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.